Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling phase in a gastrectomy, the surgeon had difficulty in loading the new reload under the first stapler and it was not able to fire, the surgeon tried to use another stapler but the device was not able to staple. The surgeon used another reload to resolve the issue. There was no patient injury.